Event description:
It was reported that patient presented into emergency room after receiving a patient notification. Post-paced t-wave oversensing was observed via stored egm. Patient was asymptomatic. The device was reprogrammed and remains implanted.